Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 121 mg/dl and the sensor glucose was 56 mg/dl and threshold suspend was triggered when sensor glucose was 62 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in buffered glucose test solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Cannot perform buffered glucose test solution as the sensor is beyond its expiration date.